Manufacturer narrative:
Product analysis: at analysis it was determined that the cursor jumps away to the top right section of the screen and the battery door was missing. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.